Event description:
The customer lab discovered that the demographics (name, sex, birthdate) and the tests that printed out for the tube labeled 75980 (stratus probnp sample) were not those of the current patient. It was determined by the customer those results were from a previous patient. The customer recognized the problem before results were reported. No results were reported to healthcare professionals. No patient treatment was delayed as a result of this error.

Manufacturer narrative:
Siemens investigation of the communications log between the lis and the exl indicated that the test information for the misidentified sample was sent by the customer's lis in response to a query from the exl for the test requirements for the misidentified sample. It was determined by siemens that the problem was due to the customer's lis and/or the customer's practice to reuse sample ids. Based on the instrument communications log, there was no indication of an instrument problem causing this error. The instrument is performing within specifications. No further evaluation of the device is required.